Manufacturer narrative:
(B)(4). Batch # u5e89f. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was returned with the swing tab in the locked position, and the proximal 26 drivers up and the remaining drivers were down with staples present. Also, the cartridge deck was noted damaged. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to the lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy, the firing knob moved 1/3 of the cartridge but stopped moving forward at the 1st firing on the colon. The device was used to close the anastomotic insertion hole that an echelon powered stapler was inserted in for the end to side anastomosis. The sales rep attended the surgery and checked that the half of the staples were deployed. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.